Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. The p-wave sensing was approximately 0.6 mv to 1 mv. The pacing output was decreased due to no capture was observed at maximum output. The patient experienced phrenic nerve stimulation. The lead was successfully repositioned.